Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a (B)(6) patient with end stage renal disease (esrd) on peritoneal dialysis therapy was hospitalized on (B)(6) 2016 for shortness of breath and pain. The nurse stated the patient had multiple health issues and subsequently expired on (B)(6) 2016. The cause of death was unknown. No further information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. The post market surveillance department requested medical records and have not been provided.